Event description:
Further follow up revealed that patient has some weakness in her leg and is now walking with the assistance of a walker.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced an epidural hematoma following a permanent implant on (B)(6) 2018. Patient complained of abdominal discomfort and numbness on the feet. Diagnostic imaging confirmed a hematoma directly above lead. As a result, an additional surgery was undertaken on (B)(6) 2018, wherein hematoma was removed, a drain was placed, and patient¿s scs system was explanted. Patient has ongoing numbness from waist down and is being monitored by physician.